Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg had clotting.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. Multiple lot numbers were not included in the original MDR: the first missing lot number with corresponding expiration date and manufacture date was added. Respectively. The information for the additional lot number is as follows: medical device lot #: 2342106, medical device expiration date: 2014-06-30, device manufacture date: 2012-12-07.